Event description:
Customer reported an issue with the as3000 anesthesia delivery system, which may have affected anesthesia monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the system and found a leak from the system's absorber canister and the pneumatic hose was kinked. Corrections included readjusting both the absorber canister and pneumatic hose. System was calibrated and safety tested to factory's specifications.